Event description:
It was reported during reprocessing of the pk dissecting forceps instrument it was noted that the cable on the instrument was frayed. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.